Event description:
It was reported via voluntary medwatch that the patient's right ventricular lead demonstrated oversensing and the right atrial lead exhibited under sensing during episodes of atrial fibrillation and tachycardia. No intervention was performed. The patient's condition was unknown.